Event description:
It was reported during the implant procedure that there was a possible header problem with noise on two atrial lead, which occurred when each device was in the pocket. Additionally, blood was noted in the header during both implant attempts. Consequently, neither lead was implanted. A replacement atrial lead was used without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary (B) (4): no anomalies were found and grommet - damaged. Proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, and damaged at implant.